Event description:
Related manufacture reference number: 2017865-2022-45435; related manufacture reference number: 2017865-2022-45436. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold and high pacing impedance and the right ventricular lead (rv lead) exhibited high pacing impedance. Through x-ray, it was noted that the pacemaker had migrated due to twiddler's syndrome and the atrial lead and rv lead exhibited lack of lead slack. During reposition procedure, it was noted that the atrial lead could not be retrieved although retraction of helix was successful. The atrial lead and rv lead were capped and replaced on (B)(6) 2022 and the pacemaker remains implanted after repositioning. There were no patient consequences.